Manufacturer narrative:
(B)(4).

Event description:
It was reported the noise with oversensing was observed on the rv lead during lv capture testing. Noise could not be reproduced in clinic. Programming changes were recommended. No further information.

Manufacturer narrative:
Correction: describe event or problem should have mentioned that programming change was made.

Event description:
Correction: programming change was made.